Event description:
A hospital reported that a pump was being utilized to administer a saline solution at 10 ml/hr to a ccu pt. The nurse reported that during a shift assessment in the morning the pump appeared to be operating correctly at a rate of 10 ml/hr with approx. 400 ml remaining in the solution container. However approx. 2 hrs later the solution container was found empty and the pump displayed a rate of 10 ml/hr. The reporter expressed concern regarding the potential for the user to have inadvertantly started the infusion pump in the secondary mode at a much higher rate.